Event description:
It was reported that the patient was seen in the hospital after receiving four inappropriate shocks. A lead alert had triggered for noise and sensing integrity counters. The physician was told to use a magnet to suspend therapies due to the alert. The patient will be transferred to another facility. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.